Event description:
The patient experienced a loss of therapeutic effect starting two days prior. He could not feel stimulation through the programmer showed that the stimulation was on. Further information is being requested from the hcp.